Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that after taking a scan, a ring artifact was observed in the scan. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
Additional information: a medtronic representative reported that rad/gain calibrations were performed on the imaging system. However, the image acquisitions performed on the imaging system still had artifacts.